Event description:
During an initial implant procedure, the stylet was unable to be advance into the right ventricular (rv) lead. A new rv lead was successfully implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of ¿the physician wanted to change the stylet but when he tried to push into the lead, he felt resistance and could not push the stylet in¿ was confirmed. As received, a complete lead without a stylet was returned in one piece for analysis. The helix was retracted and clogged with blood/tissue. A stylet could not be fully inserted inside the inner coil lumen due to blood being clogged inside inner coil lumen in the proximal region of the lead. The cause of the reported event was isolated to stylet blockage in the proximal region due to the inner coil clogged with blood. Visual and x-ray inspections of the lead did not find any anomalies.